Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> reaction, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested and received. What is the procedure date? (B)(6) 2025? Please clarify, what date did the reaction occur on? (B)(6) 2025? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product removed? If medication was required, please clarify if it was prescription strength. Kaflax and benadryl? Can you identify the lot number of the product that was used? N/a ? What is the most current patient status? They are good? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes, (B)(6)? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (please refer to the attached mail) (pa) additional information has been requested however received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total hip replacement on (B)(6) 2025 and topical skin adhesive was used. Patient had an adhesive reaction. No surgical delay reported. Device was not returning. Product removed and treated with keflex and benadryl. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Was any surgical intervention performed? Was any surgical intervention performed? N/a. Were any cultures taken? Results? N/a. Please describe how was the adhesive was applied. N/a. What prep was used prior to, during or after adhesive use? N/a. Was a dressing placed over the incision? If so, what type of cover dressing used? N/a. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? N/a. Is the patient hypersensitive to pressure sensitive adhesives? N/a. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? N/a. Patient demographics: initials / ID, gender, age or date of birth; bmi n/a. Patient pre-existing medical conditions (ie. Allergies, history of reactions) n/a. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.